Event description:
Customer reported via phone call, the insulin pump was alarming motor error when she was trying to reconnect the tubing after taking a shower. Customer stated, earlier in the day she had an MRI done but the customer wasn't wearing the insulin pump. Troubleshooting was performed and customer was able to complete the rewind sequence. Customer's blood glucose was 147 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motor error during rewind due to motor encoder out of phase. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.